Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, dyspareunia and vaginal scarring. The patient underwent a hysterectomy in 2010. It was reported that the patient underwent mesh revision on (B)(6) 2012 due to a cystocele, a rectocele and vaginal pain. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with cystoscopy, resection of labial skin tags and total laparoscopic hysterectomy; due to stress urinary incontinence and symptomatic urinary fibroids.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.